Event description:
It was reported that the bd venflon¿ IV cannula experienced (short description of event). The following information was provided by the initial reporter: the plastic tip of the cannula was crushed when inserting the cannula.

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd venflon¿ IV cannula experienced (short description of event). The following information was provided by the initial reporter: the plastic tip of the cannula was crushed when inserting the cannula.

Manufacturer narrative:
H.6. Investigation summary: a photo was received by bd for evaluation. A quality engineer was able to review the photo of a venflon 22g from an unknown lot regarding material number 391451 with the reported issue ¿needle defect - other¿. After review of the photograph, the defect was difficult to confirm. The investigation and simulation were not carried out on retention samples due the lot number being unknown. The exact root cause can only be determined if we receive the original sample and lot number. The complaint cannot be investigated further. Complaints received for this device and reported condition will continue to be tracked and trended. If samples and lot number are received in the future the complaint will be reopened for further investigation.